Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use.